Event description:
It was reported that the customer's insulin pump kept alarming motor error for the past two weeks. The blood glucose reading was 18.0mmol/l. Troubleshooting was performed, and the customer was unsure if the drive support cap was damage. It was stated that the device was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the motor test. The device was received with scratched screen and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.